Event description:
Dealer states the base frame is broken on the right side where the bolt goes through to the seat frame at the tab.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.